Event description:
I used a medtronic insulin pump which I use the quickset infusion sets that insert in to my body. First, this pump sent me into dka in 2008 for the first time ever while wearing the cgms that is marketed to go with the pump. Medtronic told me that my pump failed and they sent me a new one. I had been noticing my blood glucose levels somewhat elevated more than usual. I commented to my son that it didn't seem like my insulin was pumping from my pump, but according to my pump it was. I did not worry about it. On july 9, 2009, I received an email from diabetes research requesting that I help with a campaign they were doing. On the web page, there was a recall from medtronic regarding the quickset infusion sets that was issued that day. I freaked! Not really, but after speculating that my pump wasn't working properly and then seeing this recall it made sense. All of my quicksets were recall lot#'s. I contacted my medical supplier who told me what to do. She said I should receive something from medtronic with instructions of where to send the defective quicksets and how the replacements were going to be issued. I never received anything from medtronic until july 17, 2009. I was shocked. They had all of my contact info since I paid out of pocket for their defective cgms, they had my phone number, my email, my address, my insurance info, you name it they had it. I was the last to know about his recall. If I did not see it on an email sent to my dr, I wouldn't have known and I would still be using defective quicksets. This is critical to someone on a pancreas transplant waiting list. Dose: 9mm 23 in. Frequency: every 3 days. Route: intracisternal. Dates of use: all day, all night, 2007 - 2009. Diagnosis: insulin dependent diabetic.